Event description:
It was reported that the patient underwent a fusion procedure at l4 to l5 using rhbmp-2/acs on (B)(6) 2006. Patient's post-operative period was marked by temporary relief followed by increasingly severe low back pain, with radiating pain into her lower extremities. A CT scan taken on (B)(6) 2009 revealed disc bulges at the level of the rhbmp-2/collagen sponge surgery resulting in moderate impingement of her nerve roots. A CT scan taken on (B)(6) 2014 revealed calcification of the posterior disc space and facet hypertrophy causing moderate to severe neuroforaminal stenosis at the level of the surgery site. Currently, patient continues to experience severe and unrelenting low back pain that radiates into her left hip and both of her lower extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 rh-bmp-2 was used to treat the patient. (B)(6) 2006 the patient presented with following preoperative diagnosis: degenerative disc disease at l4-5. The patient underwent the following procedures: 1) posterolateral arthrodesis at l4-5. 2) posterior non segmental fixation at l4-5. 3) interlaminectomy at l4-5. 4) allograft and bone morphogenic protein (bmp). Per op notes: cancellous allograft chips and bone morphogenic protein were utilized to facilitate the posterolateral fusion. The bmp was laid and impacted into the decorticated facet joint and posterolateral intertransverse process region.